Event description:
Reporter alleged blood glucose measured 557mg/dl at 1:06pm back to back with a result of 128mg/dl performed at 10:08pm. As a result of the comparison, no actions were taken or treatment rec'd reportedly. A request was made for the return of the suspect device and replacement product was sent.